Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor advanced the stent by pusher and it was difficult to enter curved cbd, he therefore removed the stent and changed zebd-7-7 for the replacement. Answers to additional questions received 02-dec-2024. 1. For all complaints, ask: does the complaint relate to device replacement, device removal or was it an observation made prior to patient contact? Device replacement. 2. What was the target location for the stent? Cbd. 3. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. At the room temperature around 23 dgr.c. 4. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Zebd-7-9, olympus visiglide2 .025. 5. Was the wire guide lubricated prior to use? Yes. 6. Was the wire guide inspected for damage prior to use? No. 7. Was the device at the centre of the complaint inspected for damage prior to use? No. 8. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Dilation. 9. If yes please indicate the type of procedure performed. Dilated cbd. 10. Did the patient involved exhibit altered anatomy or tortuous anatomy? Yes. 11. If not with the device in question, how was the procedure finished? Change to use zebd-7-9. 12. Did the patient require any additional procedures as a result of this event? Yes, cannulation one more time. 13. What intervention (if any) was required? Ercp. 14. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 15. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. If yes, please detail any other defects observed. For complaints occurring during use (once in contact with endoscope) also ask: 1. Had a sphincterotomy been performed prior to this occurrence? No. 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus jf-260, olympus cannula, visiglide2 .025, cook fs-bdb 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? No. 4. Please indicate the location in the body where the stent device was to be placed. Biliary duct. 5. If other, please specify: n/a. 6. Was resistance encountered when advancing the wire guide to the target location? No. 7. Was resistance encountered when advancing the introduction system in place to the target location? Yes. 8. How did the physician deal with this resistance? Withdraw the wire guide a little bit. 9. How did the physician determine the length of the stent to be used for the procedure? X-ray. 10. Where was the stricture located in the duct? In the middle of the cbd. 11. Was the stricture dilated prior to placing the device? If so, please indicate what device(s) were used. Use cook fs-bdb. 12. Was resistance encountered when advancing the stent through the obstructed area? Yes. 13. After placement, was stent position verified? N/a, the placement have failed. 14. If yes, please describe how. X-ray. 15. Please estimate the amount of time the stent was in place prior to this occurrence. It failed at the moment. 16. Did any section of the device detach inside the endoscope or patient? No. 17. If yes, please specify what section of the device broke off: n/a. 18. Please indicate whether the device broke in the endoscope or in the patient? N/a. 19. Was the broken device retrieved? N/a. 20. If yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): n/a. 21. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) No. 22. If yes, please indicate what modifications were made: n/a. 23. Please indicate why the modifications were necessary. N/a. 24. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. .025 gw. 25. Did the patient require any additional procedures as a result of this event? Yes, ercp. 26. What intervention (if any) was required? Ercp do again. 27. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 28. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 29. If yes, please specify what was observed and where on the device it was observed. Not applicable if problem occurred at removal.